Manufacturer narrative:
The device sp 14 005 was inspected for investigation purposes. The tests performed confirmed that a software bug caused the reported issue. The internal complaint reference is the following: (B)(4).

Event description:
It was reported that during surgery, a software failure was detected. The surgeon pushed the arm in an extreme position and a communication error occured. The surgical staff restarted and tried again to activate cooperative mode free fast and also free slow, but had a communication error again. Finally they restarted a second time and created a new patient folder and the automatic movement to home position was done. After this they proceeded with a new registration of the camera and the robot. There was no patient/user impact reported. The surgery was delayed for 10 minutes.